Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the audio bolus button is missing. Contamination found in the bolus button area is causing a short. The keypad is intermittently responsive due to this short. The display screen is dim/faded (red). (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under bolus and a dim display. This report is made based on results of investigation completed on (B)(6) 2015.